Manufacturer narrative:
Patient weight not available from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the discovery of shredded plastic drape in rotor drive assembly. After the representative removed the pieces, he performed an imaging system check-out and tested areas passed. System performed as intended. No parts were replaced. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A surgeon reported that, while in a spinal fusion procedure, the medtronic imaging system made loud thumping sound during the third imaging spin, like something was lodged in tracks. The site radiologic technician indicated that they did momentarily have part of the drape caught in the system. Medtronic imaging was aborted but navigation continued. No impact to patient. Delay to procedure was 20 minutes.